Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds on remote monitoring. During the threshold test the patient experienced muscle stimulation. It was found that the rv lead had perforated the heart wall. As a result the patient was hospitalized and a lead revision was performed, wherein the device was repositioned. No additional adverse patient effects were reported.